Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This may also have caused or contributed to the reported observations of placement difficulty, failure to pace and sense, high impedances, and difficulty extending and retracting the helix.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. Reportedly, the lead was placed but dislodged when the physician withdrew the guide wire. The physician attempted to reposition the lead, and experienced difficulty extending the helix. Once the lead had been repositioned, it was checked using a pacing system analyzer (psa); it was found that the lead could not pace or sense and that pacing impedance was greater than 3000 ohms. The physician then attempted to retract the helix, but was unable. The physician removed the lead by rotating the lead body with a stylet. The lead was withdrawn prior to pocket closure. An alternate lead was successfully implanted. No adverse patient effects were reported.